Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that no image was displayed due to a broken connector socket case. It was also found that the video connector socket was broken and the connector of endoscope could not be fixed securely due to the video connector socket failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video connector was damaged because the user applied excessive force during use for more than 4 years since the subject device was delivered. This could have led unstable connection of the scope and video processor resulted in displaying no image.